Event description:
It was reported to boston scientific that while using a hyrdothermablator procedure set during an hta procedure, the physician moved the scope resulting in slight water leakage out of the cervix. Patient received slight vaginal burn (degree unknown) on the post-ureter side of the vagina. Administered silvadene cream as needed. Procedure outcome was successful, patient condition fine.

Manufacturer narrative:
The device was not returned for evaluation, therefore a device evaluation could not be performed.